Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate any similar incidents from the reported lot. It was noted visualization was difficult due to the anatomy and the device therefore due to operational context. Information provided in the case details stated that both grippers were actuating as expected during the device preparation and that all steps were performed per the instructions for use during the preparation and procedure. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. It is likely that the reported issue was due to procedural conditions and/or user technique; however, this cannot be confirmed. The reported poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was challenging due to shadowing and the device itself. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping one of the grippers would not lower. Another grasping attempt was made, and the gripper could lower. The procedure continued and the clip was deployed. One clip was deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure.